Event description:
It was reported by the customer that a bd pyxis¿ es server had a pyxis and medication host were not communicating due to extended power outage and also orders were not crossing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis and med host were not communicating. A technical support specialist dialed into the enterprise server and accessed structured query language server management studio (ssms) to execute a downtime query. It was confirmed that all messages had been processed in real time, and no issues were identified. The customer was contacted via email and confirmed that the issue had been resolved. The ticket was subsequently closed. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.